Event description:
Paramedics attended to a man who had collapsed. The pt was diagnosed in ventricular tachycardia. Allegedly, the batteries with the device were dead and the device could not be used. A backup defibrillator was allegedly available but not used. Another ambulance crew subsequently arrived (10 to 15 minutes later) and an attempt was made to defibrillate the pt. The pt was not resuscitated.